Manufacturer narrative:
One device was received. Visual inspection found a ruptured downstream occlusion (dso) seal and a loose alternating current (ac) connector. Functional testing was able to duplicate the reported problem. It was determined that the dso seal was the root cause. The dso seal was replaced along with the ac connector. The device then passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has damaged occlusion sensor membrane. There was unknown patient involvement.